Event description:
It was reported that during a gastric bypass procedure, when firing on small bowel with the device while the instrument was articulated the surgeon fired a white reload and the surgeon stated that the device de-articulated when fired. The staple line did not form correctly at the distal end of the staple line. Another white reload was reloaded to complete the transaction and stapler fired correctly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information:(B)(4) = conforming . The analysis results showed that one gst60w cartridge reload was received instead of an ecr60w. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported articulation locking event could not be confirmed as no device was returned for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.